Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked at pinch valve pv49 tubing. The fse replaced the tubing and resolved the issue. The fse performed system startup, latron, and controls. All results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of clear fluid dripped from under the instrument involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.